Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a safety that was breaking away. No report of serious injury or medical intervention.